Event description:
It is reported that a customer received a motor error alarm on their insulin pump while she was trying to bolus. The patient's blood glucose level was at 115 mg/dl. The customer stated that there were no significant events that could led to the motor error alarm. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: unit was programmed and monitored for 1 day with no a17 alarm or a21 alarm noted. Unit passed displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, a21 error test and self test. No motor error alarm noted during bolus/basal delivery. The motor passed motor test. Unit had cracked reservoir tube lip.